Manufacturer narrative:
Although requested, patient demographics were not provided.

Event description:
It was reported that when the tubing was removed, the female luer lock end cracked apart. It was noted that the opposite end of the tubing was attached to the peripheral intravenous (piv) catheter through a needleless connector. The event occurred at the pediatric cardiothoracic intensive care unit (pctu) of congenital heart center. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the when the nurse went to remove the tubing attached to a piv from a neutral valve that the ring around female end of tubing cracked apart. This event occurred on the (B)(6) and the patient impact is unknown.